Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('metal in fallopian tube/ possible perforation'), polycystic ovaries ('polycystic ovaries') and ovarian cyst ('ovarian cyst') in a 34-year-old female patient who had essure (batch no. 627735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on 11-mar-2009 and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test." The patient's previously administered products included for birth control: nuvaring from 2004 to (B)(6) 2009. Concurrent conditions included cough, fever, hemoptysis, breast pain, blood in urine, ovarian lesion excision, breast lump, bladder incontinence, gas evolution in intestine, right lower quadrant pain, general body pain, myalgia and cyst. Family history included ovarian cancer. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pain/ stabbing pain"), abdominal pain ("abdominal pain/ stabbing pain"), dysmenorrhoea ("dysmenorrhea,"), alopecia ("hair loss/thin hair"), urinary tract infection ("utis"), insomnia ("insomnia") and mental disorder ("mental health issue"). In (B)(6) 2009, the patient experienced depression ("depression"), anxiety ("anxiety") and attention deficit hyperactivity disorder ("attention deficit disorder"). In 2012, the patient experienced allergy to metals ("nickel allergy") and pruritus ("itching with hair raised on arms like allergic reaction/ itching"). In 2013, the patient experienced vitamin d deficiency ("vitamin d deficiency"). On (B)(6) 2014, the patient experienced back pain ("back side pain"). In 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced polycystic ovaries (seriousness criterion medically significant) and cyst rupture ("rupturing cysts"). In 2016, the patient experienced tooth disorder ("dental problems"), tooth fracture ("teeth breaking") and tooth loss ("teeth falling out"). In 2017, the patient experienced thyroid disorder ("thyroid problems") and insulin resistance ("insulin resistance"). In 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia,"), genital haemorrhage ("abnormal bleeding (general)"), metrorrhagia ("metrorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal"), headache ("headaches,"), rash macular ("rash and spots/ rashes"), pain ("disabling physical pain"), uterine adhesions ("bladder adhesions to uterus"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fatigue ("fatigue,"), vomiting ("vomiting,"), constipation ("constipation"), diarrhoea ("diarrhea,"), fungal infection ("yeast infection"), bladder injury ("bladder was nicked"), dysuria ("bladder or urinary problems or changes-problems urinating"), micturition urgency ("urgency to urinate"), urinary retention ("inability to urinate"), ill-defined disorder ("multiple illness"), migraine ("migraine"), nausea ("nausea "), ovarian cyst (seriousness criterion medically significant), endometriosis ("endometriosis"), cyst ("frequent cysts"), infection ("general infections"), scar ("scar tissue"), flank pain ("flank pain"), calcium deficiency ("calcium deficiency"), oedema ("edema"), major depression ("major depressive disorder"), affective disorder ("mood issue"), disturbance in attention ("could no longer concentrate") and stress ("stress") and was found to have benign uterine neoplasm ("uterine mass, non-cancerous"), haemoglobin increased ("hemoglobin so high"), weight increased ("weight gain,"), blood oestrogen increased ("estrogen dominance") and progesterone abnormal ("progesterone issues"). The patient was treated with surgery (hysterectomy, salpingectomy, oophorectomy (one side removal of ovary) and cystotomy) and hair extensions. Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, back pain, menorrhagia, dysmenorrhoea, dyspareunia, genital haemorrhage, metrorrhagia, vaginal haemorrhage, headache, allergy to metals, pruritus, vaginal discharge, pain, benign uterine neoplasm, uterine adhesions, female sexual dysfunction, haemoglobin increased, tooth disorder, fatigue, vomiting, constipation, diarrhoea, alopecia, fungal infection, bladder injury, urinary tract infection, dysuria, micturition urgency, urinary retention, ill-defined disorder, migraine, nausea, depression, anxiety, weight increased, polycystic ovaries, cyst rupture, ovarian cyst, endometriosis, attention deficit hyperactivity disorder, cyst, blood oestrogen increased, progesterone abnormal, tooth fracture, tooth loss, scar, vitamin d deficiency, insomnia, mental disorder, flank pain, calcium deficiency, oedema, major depression, affective disorder, disturbance in attention and stress outcome was unknown, the pelvic pain and abdominal pain had resolved, the rash macular was resolving and the thyroid disorder and insulin resistance had not resolved. The reporter considered abdominal pain, affective disorder, allergy to metals, alopecia, anxiety, attention deficit hyperactivity disorder, back pain, benign uterine neoplasm, bladder injury, blood oestrogen increased, calcium deficiency, constipation, cyst, cyst rupture, depression, diarrhoea, disturbance in attention, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, flank pain, fungal infection, genital haemorrhage, haemoglobin increased, headache, ill-defined disorder, infection, insomnia, insulin resistance, major depression, menorrhagia, mental disorder, metrorrhagia, micturition urgency, migraine, nausea, oedema, ovarian cyst, pain, pelvic pain, polycystic ovaries, progesterone abnormal, pruritus, rash macular, scar, stress, thyroid disorder, tooth disorder, tooth fracture, tooth loss, urinary retention, urinary tract infection, uterine adhesions, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ pelvic pain, menorrhagia, lot number: 627735, manufacture date: 2008-07 ,expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('please describe and state the location of the perforation: metal in fallopian tube/possible perforation'), genital haemorrhage ('abnormal bleeding (general),'), polycystic ovaries ('other injury(ies) or complication (s) please describe: polycystic ovaries'), uterine adhesions ('bladder adhesions to uterus'), hormone level abnormal ('hormone imbalance/ estrogen dominance; progesterone issues') and ovarian cyst ('ovarian cyst') in a 34-year-old female patient who had essure (batch no. 627735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2009 and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's previously administered products included for birth control: nuvaring from 2004 to february 2009. Concurrent conditions included cough, fever, hemoptysis, breast pain, blood in urine, ovarian lesion excision, breast lump, bladder incontinence, gas evolution in intestine, right lower quadrant pain, general body pain, myalgia and cyst. Family history included ovarian cancer. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea,"), alopecia ("hair loss/thin hair"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), abdominal pain ("abdominal pain/ stabbing pain"), insomnia ("insomnia") and mental disorder ("mental health issue"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety") and attention deficit/hyperactivity disorder ("attention deficit disorder"). In 2012, the patient experienced allergy to metals ("nickel allergy") and pruritus ("itching with hair raised on arms like allergic reaction/ rashes or skin conditions- type: possible nickel allergy/itching: itching"). In 2013, the patient experienced vitamin d deficiency ("vitamin d deficiency"). On (B)(6) 2014, the patient experienced back pain ("back side pain"). In 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced polycystic ovaries (seriousness criterion medically significant), cyst rupture ("rupturing cysts.") And polycystic ovarian syndrome ("polycystic ovarian syndrome"). In 2016, the patient experienced tooth disorder ("dental problems"), tooth fracture ("teeth breaking") and tooth loss ("teeth falling out"). In 2017, the patient experienced thyroid disorder ("thyroid problems") and insulin resistance ("insulin resistance") and was found to have hormone level abnormal (seriousness criterion medically significant). In 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dyspareunia ("dyspareunia,"), fatigue ("fatigue,"), vomiting ("vomiting,"), constipation ("constipation"), diarrhoea ("diarrhea,"), ill-defined disorder ("multiple illness"), migraine ("migraine"), headache ("headaches,"), nausea ("nausea "), rash macular ("rashes or skin conditions type: rash and spots"), uterine mass ("tumor / teratoma / cancer type: uterine mass, non-cancerous"), fungal infection ("yeast infection"), dysuria ("bladder or urinary problems or changes-problems urinating"), uterine adhesions (seriousness criterion medically significant), scar ("scar tissue"), endometriosis ("endometriosis"), ovarian cyst (seriousness criterion medically significant), flank pain ("flank pain"), calcium deficiency ("calcium deficiency"), oedema ("edema"), metrorrhagia ("metrorrhagia"), major depression ("major depressive disorder"), disturbance in attention ("could no longer concentrate"), cyst ("frequent cysts,"), infection ("general infections"), affective disorder ("mood issue"), stress ("stress"), micturition urgency ("urgency to urinate"), urinary retention ("inability to urinate"), bladder injury ("bladder was nicked") and pain ("disabling physical pain") and was found to have haemoglobin increased ("blood or heart disorder/condition type: "hemoglobin so high"), weight increased ("weight gain,"), blood oestrogen increased ("estrogen dominance") and progesterone abnormal ("progesterone issues"). The patient was treated with hormonal therapy, surgery (hysterectomy, salpingectomy,, oophorectomy (one side removal of ovary), and cystotomy) and hair extensions. Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, pelvic pain, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, haemoglobin increased, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, vomiting, constipation, diarrhoea, alopecia, urinary tract infection, ill-defined disorder, migraine, headache, nausea, allergy to metals, depression, anxiety, uterine mass, vaginal discharge, weight increased, polycystic ovaries, cyst rupture, fungal infection, pruritus, attention deficit/hyperactivity disorder, dysuria, uterine adhesions, tooth fracture, tooth loss, scar, polycystic ovarian syndrome, vitamin d deficiency, insomnia, mental disorder, endometriosis, ovarian cyst, flank pain, calcium deficiency, oedema, metrorrhagia, major depression, disturbance in attention, cyst, blood oestrogen increased, progesterone abnormal, affective disorder, stress, micturition urgency, urinary retention, bladder injury, pain and back pain outcome was unknown, the dermatitis allergic and rash macular was resolving, the abdominal pain had resolved and the thyroid disorder, insulin resistance and hormone level abnormal had not resolved. The reporter considered abdominal pain, affective disorder, allergy to metals, alopecia, anxiety, attention deficit/hyperactivity disorder, back pain, bladder injury, blood oestrogen increased, calcium deficiency, constipation, cyst, cyst rupture, depression, dermatitis allergic, diarrhoea, disturbance in attention, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, flank pain, fungal infection, genital haemorrhage, haemoglobin increased, headache, hormone level abnormal, ill-defined disorder, infection, insomnia, insulin resistance, major depression, menorrhagia, mental disorder, metrorrhagia, micturition urgency, migraine, nausea, oedema, ovarian cyst, pain, pelvic pain, polycystic ovaries, progesterone abnormal, pruritus, rash macular, scar, stress, thyroid disorder, tooth disorder, tooth fracture, tooth loss, urinary retention, urinary tract infection, uterine adhesions, uterine mass, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vomiting, weight increased and polycystic ovarian syndrome to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ pelvic pain, menorrhagia. Lot number: 627735 manufacture date: 2008-07 ,expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: plaintiff fact sheet received. Event per pfs: back side pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('metal in fallopian tube/ possible perforation'), polycystic ovaries ('polycystic ovaries') and ovarian cyst ('ovarian cyst') in a 34-year-old female patient who had essure (batch no. 627735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2009 and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's previously administered products included for birth control: nuvaring from 2004 to (B)(6) 2009. Concurrent conditions included cough, fever, hemoptysis, breast pain, blood in urine, ovarian lesion excision, breast lump, bladder incontinence, gas evolution in intestine, right lower quadrant pain, general body pain, myalgia and cyst. Family history included ovarian cancer. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pain/ stabbing pain"), abdominal pain ("abdominal pain/ stabbing pain"), dysmenorrhoea ("dysmenorrhea,"), alopecia ("hair loss/thin hair"), urinary tract infection ("utis"), insomnia ("insomnia") and mental disorder ("mental health issue"). In (B)(6) 2009, the patient experienced depression ("depression"), anxiety ("anxiety") and attention deficit hyperactivity disorder ("attention deficit disorder"). In 2012, the patient experienced allergy to metals ("nickel allergy") and pruritus ("itching with hair raised on arms like allergic reaction/ itching"). In 2013, the patient experienced vitamin d deficiency ("vitamin d deficiency"). On (B)(6) 2014, the patient experienced back pain ("back side pain"). In 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced polycystic ovaries (seriousness criterion medically significant) and cyst rupture ("rupturing cysts"). In 2016, the patient experienced tooth disorder ("dental problems"), tooth fracture ("teeth breaking") and tooth loss ("teeth falling out"). In 2017, the patient experienced thyroid disorder ("thyroid problems") and insulin resistance ("insulin resistance"). In 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia,"), genital haemorrhage ("abnormal bleeding (general)"), metrorrhagia ("metrorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal"), headache ("headaches,"), rash macular ("rash and spots/ rashes"), pain ("disabling physical pain"), uterine mass ("uterine mass, non-cancerous"), uterine adhesions ("bladder adhesions to uterus"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fatigue ("fatigue,"), vomiting ("vomiting,"), constipation ("constipation"), diarrhoea ("diarrhea,"), fungal infection ("yeast infection"), bladder injury ("bladder was nicked"), dysuria ("bladder or urinary problems or changes-problems urinating"), micturition urgency ("urgency to urinate"), urinary retention ("inability to urinate"), ill-defined disorder ("multiple illness"), migraine ("migraine"), nausea ("nausea "), ovarian cyst (seriousness criterion medically significant), endometriosis ("endometriosis"), cyst ("frequent cysts"), infection ("general infections"), scar ("scar tissue"), flank pain ("flank pain"), calcium deficiency ("calcium deficiency"), oedema ("edema"), major depression ("major depressive disorder"), affective disorder ("mood issue"), disturbance in attention ("could no longer concentrate") and stress ("stress") and was found to have haemoglobin increased ("hemoglobin so high"), weight increased ("weight gain,"), blood oestrogen increased ("estrogen dominance") and progesterone abnormal ("progesterone issues"). The patient was treated with surgery (hysterectomy, salpingectomy, oophorectomy (one side removal of ovary) and cystotomy) and hair extensions. Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, back pain, menorrhagia, dysmenorrhoea, dyspareunia, genital haemorrhage, metrorrhagia, vaginal haemorrhage, headache, allergy to metals, pruritus, vaginal discharge, pain, uterine mass, uterine adhesions, female sexual dysfunction, haemoglobin increased, tooth disorder, fatigue, vomiting, constipation, diarrhoea, alopecia, fungal infection, bladder injury, urinary tract infection, dysuria, micturition urgency, urinary retention, ill-defined disorder, migraine, nausea, depression, anxiety, weight increased, polycystic ovaries, cyst rupture, ovarian cyst, endometriosis, attention deficit hyperactivity disorder, cyst, blood oestrogen increased, progesterone abnormal, tooth fracture, tooth loss, scar, vitamin d deficiency, insomnia, mental disorder, flank pain, calcium deficiency, oedema, major depression, affective disorder, disturbance in attention and stress outcome was unknown, the pelvic pain and abdominal pain had resolved, the rash macular was resolving and the thyroid disorder and insulin resistance had not resolved. The reporter considered abdominal pain, affective disorder, allergy to metals, alopecia, anxiety, attention deficit hyperactivity disorder, back pain, bladder injury, blood oestrogen increased, calcium deficiency, constipation, cyst, cyst rupture, depression, diarrhoea, disturbance in attention, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, flank pain, fungal infection, genital haemorrhage, haemoglobin increased, headache, ill-defined disorder, infection, insomnia, insulin resistance, major depression, menorrhagia, mental disorder, metrorrhagia, micturition urgency, migraine, nausea, oedema, ovarian cyst, pain, pelvic pain, polycystic ovaries, progesterone abnormal, pruritus, rash macular, scar, stress, thyroid disorder, tooth disorder, tooth fracture, tooth loss, urinary retention, urinary tract infection, uterine adhesions, uterine mass, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ pelvic pain, menorrhagia, lot number: 627735 manufacture date: 2008-07 ,expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: plaintiff fact sheet received. Event: genital hemorrhage was updated to non-serious. Event: pain/stabbing pain outcome were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('please describe and state the location of the perforation: metal in fallopian tube/possible perforation'), genital haemorrhage ('abnormal bleeding (general),'), polycystic ovaries ('other injury(ies) or complication (s) please describe: polycystic ovaries'), uterine adhesions ('bladder adhesions to uterus'), hormone level abnormal ('hormone imbalance/ estrogen dominance; progesterone issues') and ovarian cyst ('ovarian cyst') in a 34-year-old female patient who had essure (batch no. 627735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2009 and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's concurrent conditions included cough, fever, hemoptysis, breast pain, blood in urine, ovarian lesion excision, breast lump, bladder incontinence, gas evolution in intestine, right lower quadrant pain, general body pain and myalgia. Family history included ovarian cancer. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea,"), alopecia ("hair loss/thin hair"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), abdominal pain ("abdominal pain/ stabbing pain"), insomnia ("insomnia") and mental disorder ("mental health issue"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety") and attention deficit/hyperactivity disorder ("attention deficit disorder"). In 2012, the patient experienced allergy to metals ("nickel allergy") and pruritus ("itching with hair raised on arms like allergic reaction/ rashes or skin conditions- type: possibe nickel allergy/itching: itching"). In 2013, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced polycystic ovaries (seriousness criterion medically significant), cyst rupture ("rupturing cysts.") And polycystic ovarian syndrome ("polycystic ovarian syndrome"). In 2016, the patient experienced tooth disorder ("dental problems"), tooth fracture ("teeth breaking") and tooth loss ("teeth falling out"). In 2017, the patient experienced thyroid disorder ("thyroid problems") and insulin resistance ("insulin resistance") and was found to have hormone level abnormal (seriousness criterion medically significant). In 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dyspareunia ("dyspareunia,"), fatigue ("fatigue,"), vomiting ("vomiting,"), constipation ("constipation"), diarrhoea ("diarrhea,"), ill-defined disorder ("multiple illness"), migraine ("migraine"), headache ("headaches,"), nausea ("nausea "), rash macular ("rashes or skin conditions type: rash and spots"), uterine mass ("tumor / teratoma / cancer type: uterine mass, non-cancerous"), fungal infection ("yeast infection"), dysuria ("bladder or urinary problems or changes-problems urinating"), uterine adhesions (seriousness criterion medically significant), scar ("scar tissue"), endometriosis ("endometriosis"), ovarian cyst (seriousness criterion medically significant), flank pain ("flank pain"), calcium deficiency ("calcium deficiency"), oedema ("edema"), metrorrhagia ("metrorrhagia"), major depression ("major depressive disorder"), disturbance in attention ("could no longer concentrate"), cyst ("frequent cysts,"), infection ("general infections"), affective disorder ("mood issue"), stress ("stress"), micturition urgency ("urgency to urinate"), urinary retention ("inability to urinate"), bladder injury ("bladder was nicked") and pain ("disabling physical pain") and was found to have haemoglobin increased ("blood or heart disorder/condition type: "hemoglobin so high"), weight increased ("weight gain,"), blood oestrogen increased ("estrogen dominance") and progesterone abnormal ("progesterone issues"). The patient was treated with harmonal therapy, surgery (hysterectomy, salpingectomy,, oophorectomy (one side removal of ovary), and cystotomy) and hair extensions. Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, pelvic pain, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, haemoglobin increased, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, vomiting, constipation, diarrhoea, alopecia, urinary tract infection, ill-defined disorder, migraine, headache, nausea, allergy to metals, depression, anxiety, uterine mass, vaginal discharge, weight increased, polycystic ovaries, cyst rupture, fungal infection, pruritus, attention deficit/hyperactivity disorder, dysuria, uterine adhesions, tooth fracture, tooth loss, scar, polycystic ovarian syndrome, vitamin d deficiency, insomnia, mental disorder, endometriosis, ovarian cyst, flank pain, calcium deficiency, oedema, metrorrhagia, major depression, disturbance in attention, cyst, blood oestrogen increased, progesterone abnormal, affective disorder, stress, micturition urgency, urinary retention, bladder injury and pain outcome was unknown, the dermatitis allergic and rash macular was resolving, the abdominal pain had resolved and the thyroid disorder, insulin resistance and hormone level abnormal had not resolved. The reporter considered abdominal pain, affective disorder, allergy to metals, alopecia, anxiety, attention deficit/hyperactivity disorder, bladder injury, blood oestrogen increased, calcium deficiency, constipation, cyst, cyst rupture, depression, dermatitis allergic, diarrhoea, disturbance in attention, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, flank pain, fungal infection, genital haemorrhage, haemoglobin increased, headache, hormone level abnormal, ill-defined disorder, infection, insomnia, insulin resistance, major depression, menorrhagia, mental disorder, metrorrhagia, micturition urgency, migraine, nausea, oedema, ovarian cyst, pain, pelvic pain, polycystic ovaries, progesterone abnormal, pruritus, rash macular, scar, stress, thyroid disorder, tooth disorder, tooth fracture, tooth loss, urinary retention, urinary tract infection, uterine adhesions, uterine mass, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vomiting, weight increased and polycystic ovarian syndrome to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61.23 kgs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ pelvic pain, menorrhagia, lot number: 627735 manufacture date: 2008-07 ,expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('please describe and state the location of the perforation: metal in fallopian tube/possible perforation'), genital haemorrhage ('abnormal bleeding (general)'), polycystic ovaries ('other injury(ies) or complication (s) please describe: polycystic ovaries'), uterine adhesions ('bladder adhesions to uterus'), hormone level abnormal ('hormone imbalance/ estrogen dominance; progesterone issues') and ovarian cyst ('ovarian cyst') in a (B)(6) year-old female patient who had essure (batch no. 627735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2009 and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's concurrent conditions included cough, fever, hemoptysis, breast pain, blood in urine, ovarian lesion excision, breast lump, bladder incontinence, gas evolution in intestine, right lower quadrant pain, general body pain and myalgia. Family history included ovarian cancer. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea,"), alopecia ("hair loss/thin hair"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), abdominal pain ("abdominal pain/ stabbing pain"), insomnia ("insomnia") and mental disorder ("mental health issue"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety") and attention deficit/hyperactivity disorder ("attention deficit disorder"). In 2012, the patient experienced allergy to metals ("nickel allergy") and pruritus ("itching with hair raised on arms like allergic reaction/ rashes or skin conditions- type: possible nickel allergy/itching: itching"). In 2013, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced polycystic ovaries (seriousness criterion medically significant), cyst rupture ("rupturing cysts.") And polycystic ovarian syndrome ("polycystic ovarian syndrome"). In 2016, the patient experienced tooth disorder ("dental problems"), tooth fracture ("teeth breaking") and tooth loss ("teeth falling out"). In 2017, the patient experienced thyroid disorder ("thyroid problems") and insulin resistance ("insulin resistance") and was found to have hormone level abnormal (seriousness criterion medically significant). In 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), rash ("allergic or hypersensitivity reaction type: rashes,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dyspareunia ("dyspareunia,"), fatigue ("fatigue,"), vomiting ("vomiting,"), constipation ("constipation"), diarrhoea ("diarrhea,"), ill-defined disorder ("multiple illness"), migraine ("migraine"), headache ("headaches,"), nausea ("nausea "), rash macular ("rashes or skin conditions type: rash and spots"), uterine mass ("tumor / teratoma / cancer type: uterine mass, non-cancerous"), fungal infection ("yeast infection"), dysuria ("bladder or urinary problems or changes-problems urinating"), uterine adhesions (seriousness criterion medically significant), scar ("scar tissue"), endometriosis ("endometriosis"), ovarian cyst (seriousness criterion medically significant), flank pain ("flank pain"), calcium deficiency ("calcium deficiency"), oedema ("edema"), metrorrhagia ("metrorrhagia"), major depression ("major depressive disorder"), disturbance in attention ("could no longer concentrate"), cyst ("frequent cysts,"), infection ("general infections"), affective disorder ("mood issue"), stress ("stress"), micturition urgency ("urgency to urinate"), urinary retention ("inability to urinate"), bladder injury ("bladder was nicked") and pain ("disabling physical pain") and was found to have haemoglobin increased ("blood or heart disorder/condition type: "hemoglobin so high"), weight increased ("weight gain,"), blood oestrogen increased ("estrogen dominance") and progesterone abnormal ("progesterone issues"). The patient was treated with hormonal therapy, surgery (hysterectomy, salpingectomy, oophorectomy (one side removal of ovary), and cystotomy) and hair extensions. Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, pelvic pain, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, haemoglobin increased, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, vomiting, constipation, diarrhoea, alopecia, urinary tract infection, ill-defined disorder, migraine, headache, nausea, allergy to metals, depression, anxiety, uterine mass, vaginal discharge, weight increased, polycystic ovaries, cyst rupture, fungal infection, pruritus, attention deficit/hyperactivity disorder, dysuria, uterine adhesions, tooth fracture, tooth loss, scar, polycystic ovarian syndrome, vitamin d deficiency, insomnia, mental disorder, endometriosis, ovarian cyst, flank pain, calcium deficiency, oedema, metrorrhagia, major depression, disturbance in attention, cyst, blood oestrogen increased, progesterone abnormal, affective disorder, stress, micturition urgency, urinary retention, bladder injury and pain outcome was unknown, the rash and rash macular was resolving, the abdominal pain had resolved and the thyroid disorder, insulin resistance and hormone level abnormal had not resolved. The reporter considered abdominal pain, affective disorder, allergy to metals, alopecia, anxiety, attention deficit/hyperactivity disorder, bladder injury, blood oestrogen increased, calcium deficiency, constipation, cyst, cyst rupture, depression, diarrhoea, disturbance in attention, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, flank pain, fungal infection, genital haemorrhage, haemoglobin increased, headache, hormone level abnormal, ill-defined disorder, infection, insomnia, insulin resistance, major depression, menorrhagia, mental disorder, metrorrhagia, micturition urgency, migraine, nausea, oedema, ovarian cyst, pain, pelvic pain, polycystic ovaries, progesterone abnormal, pruritus, rash, rash macular, scar, stress, thyroid disorder, tooth disorder, tooth fracture, tooth loss, urinary retention, urinary tract infection, uterine adhesions, uterine mass, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vomiting, weight increased and polycystic ovarian syndrome to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ pelvic pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: new pfs + mr +social media received- new events added:abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia),rashes, apareunia, "hemoglobin so high,dental problems, dysmenorrhea, dyspareunia, fatigue, gastrointestinal or digestive system condition vomiting, constipation ,diarrhea, hair loss, hormonal changes describe: hormone therapy, utis, yeast infection,multiple illness,migraines / headaches, nausea, nickel allergy, location of the perforation: metal in fallopian tube, pain, psychological or psychiatric problems condition: depression, anxiety, rashes or skin conditions type: rash and spots, endometriosis,tumor / teratoma / cancer type: uterine mass, non-cancerous, vaginal discharge,weight gain, other injury(ies) or complication (s) please describe: polycystic ovaries, ablation, rupturing cysts, pcod, abdomen pain, add, itching, problem urinating, bladder adhesions to uterus, hormone imbalance, thyroid problems, insulin resistance, polycystic ovarian syndrome, teeth breaking, falling out, vitamin d deficiency, insomine, adhd, mental health issue, endometriosis,she didn¿t undergo an essure confirmation test, flank pain, metrorrhagia ,calcium deficiency, major depression, disturbance in attention, cyst, infection, estrogen dominance, progesterone issue, stinging feeling, urgency to urinates, inability to urinate, mood issue, stress, disabling physical pain, bladder was nicked , edema. New reporters and concomitant conditions were added. Outcome of events stabbing pain from unknown to recovered/resolved, rashes from unknown to recovering/resolving and hormonal problems from unknown to not recovered/not resolved were updated. Lot number was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.